Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient sustained a head trauma (date not reported) resulting in abutment loss. Subsequently, on (B)(6) 2015 the patient was administered general anesthesia to facilitate excision of skin at the implant site and placement of a new abutment. The implanted device remains.